Event description:
Boston scientific crm received info that this pt is severly demented and moved a great deal after the implant procedure. It was later reported that this lead was repositioned successfully. However, the lead was explanted a few days later due to unacceptably high threshold measurements. A new lead was implanted. No adverse pt effects were reported.